Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the screen was cracked because the customer rolled over on the pump. The pump was still functional. Additionally, it was reported that the pump "suddenly stopped working". The contact stated that at the time of the call, the pump was functioning as intended. No further information was provided regarding this issue. The customer's blood glucose level was 300 mg/dl and was addressed with a correction bolus. The contact confirmed that the customer had an alternate method of insulin delivery available.